Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A tha case was completed on 3/11. The case went smooth and there were no issues with equipment. However, once the surgeon received post-op x-rays, it was noticed that the femoral checkpoint had been left in the patient. Had a discussion with the doctor and recommended that the checkpoint be removed, however he has decided that the checkpoint will not effect the patient or any kind of recovery and will be leaving the checkpoint in. Case type: tha.

Event description:
A tha case was completed on 3/11. The case went smooth and there were no issues with equipment. However, once the surgeon received post-op x-rays, it was noticed that the femoral checkpoint had been left in the patient. Had a discussion with the doctor and recommended that the checkpoint be removed, however he has decided that the checkpoint will not effect the patient or any kind of recovery and will be leaving the checkpoint in. Case type:tha.

Manufacturer narrative:
Reported event: we completed a tha case at hospital on 3/11. The case went smooth and there were no issues with equipment. However, once the surgeon received post-op xrays, it was noticed that the femoral checkpoint had been left in the patient. I had a discussion with the doctor and recommended that the checkpoint be removed, however he has decided that the checkpoint will not effect the patient or any kind of recovery and will be leaving the checkpoint in. Case type:tha. Product evaluation and results: the alleged failure is not regarding the device failure. Also the reported event cannot be confirmed as there is no xray or other evidence provided. Product history review: product history review cannot be performed as lot no is not provided. Complaint history review: complaint history review cannot be performed as lot no is not provided. Conclusions: the alleged failure is not regarding the device failure. The checkpoint has been left inside by the surgeon and our user guide states that the checkpoint should be removed after the surgery. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 other text : device not returned.